Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported clinical observation did not indicate a potential manufacturing issue. Valve dislodgement is associated with multiple contributing factors, such as tension applied on the delivery catheter system during positioning, calcification levels and compliance of the native anatomy, among others, but a conclusive root cause could not be established from the information available. In this case, it was reported that the valve dislodged during placement positioning. Valve pop-out/dislodgements during attempted placement typically are patient-related.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve popped out of its target location during placement positioning prior to full deployment. An attempt was made to withdraw the valve through the introducer sheath; however, the valve deployed below the kidneys as it was being withdrawn. The valve was excluded with a stent graft and left in the renal aorta. A second valve was successfully implanted with no patient complications. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.